Manufacturer narrative:
Updated fields: b4, g6, h1, h2, h6 (1802-code annex f and code -1762 annex e no longer apply). The cardiac arrest and death were not related to the diamondback 360 coronary orbital atherectomy device (oad). Csi ID: (B)(4).

Event description:
The target treatment area was a 2.75mm, 85% stenosed, heavily calcified, moderately tortuous left circumflex artery (lcx). The diamondback 360 coronary orbital atherectomy device (oad) was advanced and glideassist was activated to cross the distal lesion. The viperwire advance guide wire position was checked but the oad crown was observed to not be positioned optically, it appeared the oad crown was located in the narrow lesion. The oad was spun for treatment anyway. The oad spun and stopped immediately. When attempting to move the oad, it was stuck onto the viperwire. Both the oad and viperwire were removed together. Ex vivo, there was no damage observed to the driveshaft or guide wire. Angiography was checked and a perforation was observed. Two stents were placed to treat the perforation. Additional oad treatment in the left main coronary artery (lm) and proximal left anterior descending artery (lad) were discussed but decided against and the patient was moved to the intensive care unit (ICU) to be monitored. Pericardial effusion was ruled out several times. While in the ICU, the patient experienced asystole, and resuscitation was performed but was unsuccessful. The patient expired. It was the physician's opinion, although the perforation was due to the oad, it was successfully treated with the stent placement and no further issues were observed at the perforation site and did not contribute to the patient expiring. The primary and secondary cause of death was due to coronary heart disease, asystole, and pulmonal disease.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360 coronary orbital atherectomy system instructions for user manual states that a perforation of vessels and cardiac arrest are potential adverse events that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).